Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process the pump would prompt the customer to perform the fill tubing process once more. The customer experienced a blood glucose (bg) level of 350 mg/dl and 0.2 levels of ketones. A cartridge and infusion set change were performed and a correction bolus was delivered to address the bg level. Tandem technical support advised the customer to upload their pump in order to review the events during the load process and the customer declined. The customer alleged there was an underlying pump issue.